Event description:
It was reported that a transplantation service was processing a cord blood unit for transplant and transferred the cord blood into the cell wash infusion bag component of the device. After the transfer, the multi-use port was entered using a 18 gauge needle and a sample for hla typing was withdrawn.. The wash solution was then added and centrifuged the unit. Upon opening the centrifuge, the technician found that 25ml-30ml of the sample had been lost. It was surmised that the volume loss was due to a retrograde flow from the multi-use sampling port. Upon visual inspection of the device, no pin holes, tears, or cuts were observed. The remaining cord blood volume had lower cell counts than originally, but the attending physician elected to transplant the remaining cord blood to the pt. No adverse sequelae were reported two weeks after the transplantation.

Manufacturer narrative:
Device evaluation begun, but not yet completed.